Event description:
It was reported that the customer was hospitalized for high blood glucose of 574 mg/dl. It was stated that the customer took a shower and right after he was not feeling well. Troubleshooting was performed. The programming in the insulin pump was correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.